Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete baseline) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test. The cause for the failure was isolated to a defective u202 on the distribution node pca. The root cause for the defective u202 could not be positively identified. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt ws unable to complete a baseline.